Event description:
It was reported that patient is starting to fall, can't walk, wobble and has had some falls. Caller states this has been going on for the past 2 weeks. Caller also states patient has been having some issues with his bladder. Caller does not know if the doctor made any changes when they went to see the doctor a couple weeks ago the patients therapy was off and the patient did not know this . The doctor turned therapy on and when they walked out it was fine but since then patient started having balance issues. Caller states they were instructed by the doctor to turn the left side therapy off and requesting instruction on how to do that . During the call, it was found the patient uses 2 handsets and 2 communicators , one for each ins . The caller did not know what equipment was paired together. Agent assisted with figuring this out. Patients left ins was not linked , agent instructed how to link . The caller was able to connect to the left side implant and turn therapy off. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned with therapy now off on the left side feeling like they are more stable , have more control. Agent redirected to healthcare provider (hcp) if issue continues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.